Event description:
The customer reported to olympus, during reprocessing, a clip that dislodged from the evis exera iii colonovideoscope. During one of the procedures, two (2) instinct clips by cook medical were used on a patient. Once the procedure was completed, the scope was cleaned and put through the machine. The scope passed all of the testing and cleaning. The scope was used on a second patient and when manual cleaning was performed with an olympus cleaning brush after the second procedure, a clip dislodged from the scope. No clips were used in the second procedure. The second procedure was a diagnostic colonoscopy, which was completed with the same device. No patient injury reported. The patient was fine post-procedure, and no additional treatment was required.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Due to a pinhole on channel tube, water tightness was lost. Due to a chip on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. Due to deformation of the bending tube, the bending angle in the up direction exceeded the standard value. Due to damage on the forceps elevator lever, the up/down knob could not be locked securely. The light guide lens had a chip. The right/left knob was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon was caused by when the clip got stuck in biopsy channel including k-mount unit because its jaw opened when user retrieved the clip. The clip was not discharged by brushing. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor the field performance of this device.